Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 37761, serial# (B)(4), product type: recharger. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. Analysis of the desktop charger (serial number (B)(4)) found that the connector was broken. Conclusion code applies to the implantable neurostimulator (serial number (B)(4)) and conclusion code applies to the desktop charger (serial number (B)(4)).

Event description:
The consumer reported the recharger was not charging. It was noted the connector pin broke two days prior to call. The patient would touch the connector and the screen would show it was charging and then it would stop. It was reported the recharger used to charge up, but now it was completely broken. It was noted the patient needed a replacement recharger as they were in overdischarge. The desktop charger connector pin was broken and a replacement was sent. The indication for use was failed back surgery syndrome. No patient symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.